Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to severe calcification. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 12mm was returned for analysis. Visual, tactile, microscopic analysis and a functional test was performed on the device. A functional test was unsuccessful with inflation liquid leaking from the balloon being observed. Microscopic examination then identified a pinhole leak in the mid-section of the balloon which was the source of the leak. No other issues were identified with the device. The allegation in the complaint is confirmed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to severe calcification. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.